Event description:
It was reported that, a patient experienced repetitive dislocation after primary tha, therefore, a surgeon planned to replace the ceramic insert and ceramic head (28 mm) to a x3 insert and 32 mm metal head. The abduction angle of the cup was 55 degree and the angle of anteversion was 0 degree. During the revision surgery, the surgeon checked a rom test before replacing. As a result, he confirmed that there were no impingements of a bone and implant, a bone and bone and an implant and implant during the rom test. However, he noticed that an anterior soft tissue had been sclerosed. When the surgeon was performing the rom test, the sclerosed tissue affected the dislocation. The surgeon dissociated the head from a stem and noticed some black scratches on it. Next, he attempted to dissociate the ceramic insert but it came off easily from the cup. The surgeon presumed that the insert did not lock completely in the cup in the primary tha.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. A visual inspection was performed on the returned device. There are metal transfer marks on approximately 1 cm of the ceramic rim and a corresponding area of scratches on the metal rim of the insert. This is consistent with the reported dislocation, where the ceramic head was dislocating, and rubbing on the rim of the insert. The device is dimensionally within specification. Insufficient medical records were received for review with a clinician consultant. The event could not be confirmed. The exact cause of the event could not be determined because insufficient information was provided. It is noted that the surgeon stated he felt the insert may have not seated fully in the shell. It is not possible to confirm this, however, there is no indication that it would be manufacturing related as the returned device was dimensionally within specification. Further information such as operative reports, xrays, patient history & follow-up notes are needed to investigate this event further. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that, a patient experienced repetitive dislocation after primary tha, therefore, a surgeon planned to replace the ceramic insert and ceramic head (28mm) to a x3 insert and 32mm metal head. The abduction angle of the cup was 55 degree and the angle of anteversion was 0 degree. During the revision surgery, the surgeon checked a rom test before replacing. As a result, he confirmed that there were no impingements of a bone and implant, a bone and bone and an implant and implant during the rom test. However, he noticed that an anterior soft tissue had been sclerosed. When the surgeon was performing the rom test, the sclerosed tissue affected the dislocation. The surgeon dissociated the head from a stem and noticed some black scratches on it. Next, he attempted to dissociate the ceramic insert but it came off easily from the cup. The surgeon presumed that the insert did not lock completely in the cup in the primary tha.